Event description:
It was reported that the camera head displayed no image. There is no information on where this event occurred. However, the device was inspected prior to procedure and the intended unspecified therapeutic procedure was completed. There are no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for device evaluation and the customer's reported allegation was confirmed, the device produces no image due to a defective/broken image sensor. Based on the results of the investigation, the most probable cause was attributed to component failure. A definitive root cause cannot be identified. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.